Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review,, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: bob had error 571.6210 on etco2 module sn (B)(4). The unit failed co2 sensor test during pm. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: I recommended bob to replace oridion module kit. Assisted with part number. Bob will replace oridion module kit. (B)(4).

Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review,, infusion products global customer support operations. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(6). Case subject: npi 8300 error 571.6210. Account name: (B)(6) hospital account #: (B)(6). Asset name: 8300 etco2 module, v8. Asset location: contact: bob siefers. Contact email: (B)(6). Contact phone: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: bob had error 571.6210 on etco2 module sn (B)(6). The unit failed co2 sensor test during pm. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: I recommended bob to replace oridion module kit. Assisted with part number. Bob will replace oridion module kit. Ref: (B)(4).